Event description:
It was reported that before the start of the surgery at the time of calibration of the console, with patient under anesthesia, the laser displayed "test fire failed". It was also reported that the customer tried different energy (watt) and different repetition rate (hertz) unsuccessfully. The procedure was completed with an alternative method (stone breaker). There was no report of injury to the patient or user.

Manufacturer narrative:
System analysis/service repair on (B)(4) 2015: the report that the laser displayed "test fire failed" at the end of the calibration process prior to starting treatment were verified and determined to be the result of a burned high reflector. The high reflector was replaced. The laser was tested and verified to specification.

Manufacturer narrative:
The replaced high reflector assembly was not returned to the manufacturer.